Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the tandem usb cable does not charge the pump. The customer's blood glucose level was 110 mg/dl. The customer was able to successfully charge the pump with an alternate cable.